Manufacturer narrative:
Date of manufacturer: 07/06/2018. Date of report: 09/22/2018. (B)(4). The service technician replaced the user interface assembly to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen was dark. There was no patient involvement.